Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt fell on her left elbow a few weeks ago. Since then she has had pain and rattling/squeaking of the joint. It was found that the pin had fractured and a revision surgery was performed.